Event description:
It was reported that the patient presented after having dizziness when climbing stairs. There was no telemetry and no capture upon device interrogation. The device was explanted. No further patient complications have been reported as a result of this event.